Manufacturer narrative:
Concomitant medical products: d284drg, ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited slow and steady impedance rise over a fourteen month period. The lead has not reached an out of specification parameter and the patient is being watched. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.